Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of the device for insulin, the patient bumped into a wall and the infusion set was dislodged from the patient's skin. The patient replaced the infusion set and resumed insulin delivery. No patient injury was reported.